Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had drawer got closed while accessing medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was closed before grabbing medications. A technical support specialist opened the drawer, allowing the user to successfully extract the medication. No further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.